Event description:
During a core breast biopsy procedure, the suction canister imploded, causing blood spatter to the equipment and walls of procedure room. It did not splatter on patient or staff. The staff and physician checked set-up and all looked appropriate- canister was replaced and procedure completed. A second patient was brought into room after setup changed. The new canister imploded again. New canister replaced and procedure completed with incident.hologic and bemis notified. Hologic removed hologic/suros system and provided a loaner unit. A new vendor for canisters have been obtained. We will release canisters to bemis on request for evaluation. Have requested results of testing also from hologic.======================manufacturer response for suction canister, hydrophobic 800 cc canister- disposable (per site reporter)======================